Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
Healthcare professional reported following an implantable collamer lens (icl) implantation procedure, there was an abnormality found around the hole of the lens. Lens remains implanted. Cause of the event is device; lens looks under polished. No patient complaints and ucva was 20/13. "Patient" remains under observation.

Manufacturer narrative:
H6- device history record (DHR) review; DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Mill tool failure has been refuted as a potential root cause as machining marks are not concentric, marks are only found on the base surface, and there are no instances of this failure type on other holes other than the central hole. Chatter in the lathing tool during the base lathing process is being explored as a potential root cause for this failure type. Claim# (B)(4).